Manufacturer narrative:
Product analysis: analysis was able to confirm the customer's comment that the external pulse generator (epg) was unable to power on as the main printed circuit board (pcb) was contaminated. Analysis was unable to confirm the customer's comment that the epg's screen showed evidence of water or condensation inside the unit. It was determined at analysis that the lcd display was contaminated. It was noted that the upper case and upper case gasket were contaminated. It was further noted that the keypad flex and encoder assembly were contaminated. It was further noted that the battery wire connector and insulator label were contaminated. It was further noted that the display frame was contaminated. It was further noted that the four display frame screws and six main pcb screws were contaminated. Additionally it was noted that the hanger assembly and lcd display silicon were broken. All found defective parts were re placed, and all other identified issues were resolved. The epg then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the external pulse generator (epg) was unable to power on. Troubleshooting steps were taken, including replacing the battery, but to no avail. It was noted that the epg's screen showed evidence of water or condensation inside the unit. The epg was returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.